Event description:
Consumer reports getting readings from the plink meter that are not consistent with how consumer feels. Analysis run on clark error grid using mean avg. Reading (198) as ref. Point vs. Bd reading (48, 302, 244) yielded some data points in the e range of the grid, outside acceptable limits.